Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the device caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a battery life issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/27/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 05/12/2015 with the following findings: during investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use. A visual inspection of the pump evidence of moisture contamination on the underside of the battery cap; the battery cap was able to tighten securely to the pump. Investigation revealed a crack in the battery compartment. During evaluation, the pump powered on normally. The current draws were found to be within specifications during testing. No leaks were discovered during a leak test. The pump case was removed and no evidence of moisture or loose components was observed inside the pump. The battery life issue was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.